Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infraction and angina, as listed xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 2.5 x 12 mm xience alpine stent in the 2nd obtuse marginal artery. Post procedure, the patient complained of chest pain. The patient was noted to have elevated cardiac enzymes and a myocardial infarction (mi) was diagnosed. Medications were administered and no additional intervention was performed. The patient's chest pain resolved on the day of onset and the mi resolved one day after onset. No additional information was provided.